Event description:
(B)(4). Same as patient 2134265-2009-04452. This report is for the carotid wallstent monorail device. The patient was enrolled in (B)(6) 2006. The target lesion was a type iii lesion, identified in the left carotid artery. The target vessel reference diameter was 5mm. The lesion length was 25mm with 80% stenosis, measured by nascet. Thrombus, dissection, pseudo aneurysm and ulceration were not present. Calcium 3+ was present with a moderate target vessel tortuosity. A 7mm diameter, 30mm long carotid wallstent monorail stent was successfully placed at the intended site. The filterwire ex cerebral protection was successfully used during the procedure. Pta was performed with a non bsc balloon catheter. Hearth rhythm stimulant and atropine 0.1mg was administered during the procedure. Vasodilator was not used. Bradycardia was observed, bradycardia resolved without residual effects. The procedure was a technical success; no complications were reported < 24 hours of the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was asymptomatic. The carotid wallstent was found to be patent with a residual stenosis of 0%. No complications were reported. One month follow up visit was not documented. Six month follow up visit in (B)(6) 2007 the carotid stent was patent with 0% residual stenosis; the patient was asymptomatic with neurological assessments normal and unchanged from the prior visit. Twelve month follow up visit was not documented.

Manufacturer narrative:
Event date: unknown month and day, year 2005. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of operational context. (B)(4). Product unavailable for analysis.